Event description:
Covidien lp endo gia ultra stapler load misfired and the hand piece broke apart. Small plastic pieces fell into the abdomen. One of the health care providers did an exam and removed all visible pieces. Because it is not radiopaque, x-rays would be of no value.